Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer's wife reported the customer has experienced hypoglycemia during the night while he sleeps. The paramedics were called 1 month ago when his wife noticed he was shaking, sweating, and unresponsive. His blood glucose was 36 mg/dl, and he was treated with a glucagon injection. Three nights ago, the customer's wife struggled to wake him. His blood glucose was 40 mg/dl, and he was given juice, a banana, and milk as treatment. Later the same day, he went downstairs and was unable to walk back up. His wife again gave him food to increase his blood glucose. No allegations were made against the system; it was reported the customer's basal rates need to be adjusted. No product will be returned for evaluation.